Event description:
It was reported that during implant attempt, the inner lumen of the lead became blocked and the stylet could not be inserted completely through. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and there was distal conductor blood/fluid obstruction. It was also noted that all conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), the lead was stretched, and the lead appeared to have been damaged at implant. Visual analysis revealed that the stylet test failed due to distal conductor blood/fluid obstruction.